Manufacturer narrative:
Further investigation was completed by the supplier who identified that the root cause of the reported issue is attributed to an electrical current impedance issue.

Event description:
The device user (du) reported that a 270 message (syringes need replacement) repeatedly returned during the case after troubleshooting. It was noted that the perfusion was uneventful until around five hours into the case when message code 270 appeared on the screen. The du conducted thorough troubleshooting to try to resolve the issue and noted that the black dial was very stiff and difficult to rotate. Afterwards, the du called the clinical specialist (cs) as message 270 kept returning. The cs confirmed that the syringes had stopped within the previous hour as the infusion syringes were at approximately 25 ml. A small bolus of infusions was given to move the base plate up the lead screw and a pause and restart was conducted. Furthermore, it was confirmed that the lead screw was trying to rotate and that the message was gone. It was also confirmed that the black dial was still very stiff to turn. The perfusion was ongoing and the liver looked good. The du would let the cs know if the 270 message returned. It was noted that the du was happy to manually infuse the syringes for the rest of the case if the message returned.

Manufacturer narrative:
A service engineer (se) evaluated the device at the customer site. The se verified that the syringe driver travel had resistance in places during movement. Therefore, a new syringe driver was fitted onto the device. The se verified correct function of the syringe driver over four hours. It was also verified that the 270 message code only occurred when the syringe driver was at the end of travel position. It was noted that the device passed all testing. The root cause of the issue was attributed to wear and tear resulting in increased friction.

Event description:
The device user (du) reported that a 270 message (syringes need replacement) repeatedly returned during the case after troubleshooting. It was noted that the perfusion was uneventful until around five hours into the case when message code 270 appeared on the screen. The du conducted thorough troubleshooting to try to resolve the issue and noted that the black dial was very stiff and difficult to rotate. Afterwards, the du called the clinical specialist (cs) as message 270 kept returning. The cs confirmed that the syringes had stopped within the previous hour as the infusion syringes were at approximately 25 ml. A small bolus of infusions was given to move the base plate up the lead screw and a pause and restart was conducted. Furthermore, it was confirmed that the lead screw was trying to rotate and that the message was gone. It was also confirmed that the black dial was still very stiff to turn. The perfusion was ongoing and the liver looked good. The du would let the cs know if the 270 message returned. It was noted that the du was happy to manually infuse the syringes for the rest of the case if the message returned.